Event description:
Attorney's initial report alleged pain and permanent injuries due to a defective mesh. Based on a review of medical records provided by the pt's attorney: on (B)(6) 2006 - exploratory laparatomy, repair of incisional hernia with composix kugel mesh. On (B)(6) 2007 - revision of abdominal wound. A 1cm area of mesh was seen exposed under an old incision site. Overlying skin was excised. Would was tension free and closed nicely over previously exposed mesh. On (B)(6) 2007 - pt seen by plastics for nonhealing wound. Two small areas of granulating tissue connected to mesh noted. Treated with debriding ointment. On (B)(6) 2007 - lysis of adhesions and explant of mesh. Numerous adhesions to posterior side of mesh. No bowel involved with the mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info rec'd. The pt is a (B)(6) obese smoker with a history of diverticulitis and multiple previous abdominal surgeries who developed wound healing issues after implant of a composix kugel mesh. The medical records provided did not indicate that a device failure had occurred. It was noted that there were adhesions to the mesh. Adhesions are listed as a potential adverse reaction in the product's instructions for use. A mfg review was performed and did not find any discrepancies. While it does not appear that a device failure occurred, we are unable to conclusively determine is the mesh may have caused or contributed to the reported event based on the info provided. If add'l info is rec'd, a f/u MDR will be submitted.